Manufacturer narrative:
After battery installation device power up and display froze after count up followed by an unexpected constant tone, problem isolated to mother board. Unable to perform any test or verify unresponsive button due to frozen screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and pump error alarm. The customer's blood glucose was 300 mg/dl. The customer was advised to monitor time clock for one minute to verify if time advances and found that the screen was not move to next screen. The insulin pump screen was not completely blank. Customer reported that an alarm occurred during the time the buttons stopped responding. Customer was unable to clear the alarm. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.